Event description:
Cochlear implant was attempted to be implanted and could not be due to a bad/broken stylet. The implant was removed from patient and the surgeon notified the cochlear representative by cell phone. No harm came to the patient and a different implant of the same type was used.